Event description:
It was reported that during a meniscus arthroscopic repair, two (2) fast-fix 360 devices encountered problems when placing the meniscus sutures. The surgery was completed using a smith and nephew back-up device. It is unknown if there was a surgical delay, and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference (B)(4). The returned devices were received without lot labels or traceability information. The devices under investigation are potentially from two different lots: lot 2173912 (mfg. Date: 04-jan-2025; exp. Date: 04-jan-2028) and lot 2165965 (mfg. Date: 01-oct-2024; exp. Date: 01-oct-2027). Due to the absence of lot identification, it was not possible to definitively assign each device to a specific lot. This report covers devices with specific modes of failure related to these lots, but without definitive lot assignment.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed seven devices were returned together without any original packaging for lot identification. Bio debris is present on all the devices. Device one and two were returned without the t1, t2, or suture. The actuator is in the pre-t1/post-t2 position. Device three was returned without the t1, t2, or suture. The actuator is in the pre-t2 position. Device four was returned without the t1, t2, or suture. The actuator is in the pre-t1/post-t2 position. Device five the t1 was returned off the needle but attached to the suture. The t2 and suture were returned on the needle. The actuator is in the pre-t2 position. Devices six and seven the t1 was returned off the needle but attached to the suture. The t2 and suture were returned on the needle. The actuator is in the pre-t1/post-t2 position. A functional evaluation was performed on the returned device and found that devices one and two will cycle but attempt to stick at the tip requiring manipulation to return to the next pre-deployment position. Device three cycles as intended. Device four will cycle but attempts to stick at the tip requiring manipulation to return to the next pre-deployment position. Device five revealed the actuator cycled the t2 off the needle, but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. Devices six and seven, the actuator cycled to the tip, returning to the pre-t2 position, then cycled the t2 off the needle, and continued to cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (application of unintended inappropriate or excessive force to the device). Based on this investigation, the need for corrective action is not indicated.